Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the root cause of the delivery issue was most likely patient condition related.

Manufacturer narrative:
The impella device was discarded from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 65-year-old male in acute myocardial infarction/cardiogenic shock was scheduled for impella cp implant for mechanical circulatory support. Despite multiple attempts at implanting the impella cp pump, the device ultimately was unable to traverse the patient's tortuous aorta and aortic valve. As a result, the implant was aborted. There was no patient harm.